Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, yellow particles, and black mold. A leak test and microscopic analysis were performed which identified no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no leak was observed in the device.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.